Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A technician reported a patient with an unexpected outcome one month following photo refractive keratectomy treatment of the right eye. Additional information received; the patient issues are ongoing and no additional treatment has been performed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).